Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink injection site had particulate matter. The product was being used to inject multiple medications into the same bag. During injection of the medication the needle scraped the inside of the lumen and plastic flakes fell into the fluid pathway. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event occurred within the two weeks prior to (B)(6) 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then connected to an in-house b.d. Lever lock, which was attached to an in-house secondary set that was spiked into a 1000 ml solution bag of distilled water. The setup was then functionally tested and observed for flow issues; the sample was found to flow normally with no particulate matter identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.